Event description:
It was reported that battery failed during pt transport. While in elevator, pump alarmed "20 minutes of battery power remaining" and within 30 seconds, it shut down. Transport was completed and pump plugged into a/c pump was exchanged. There were no rpeorted pt complications.